Manufacturer narrative:
Mxp2475065 qerts# 515107 email address for contact office in above is: (B)(6). Discrepant negative d(rh1) antigen typing reaction for one patient the discrepant negative reaction claimed by the customer on the first sample tested was not confirmed, indeed the samples were found to not react in direct agglutination technique for d(rh1) antigen typing and based on conclusions provided by canadian blood services the patient should be considered as d(rh1) negative. Therefore there is no evidence of any discrepant negative reaction for this patient in d(rh1) typing in direct agglutination technique. In the case of the patient having a d variant (which was not confirmed), this d variant is not reacting with mts card anti-d reagent which is what would be expected for a patient that in this case should be considered as d(rh1) negative. The assignable cause for the mixed field reactions obtained could not be determined (the discrepant mf reactions obtained are not meeting health and safety criteria as per wki53779). No general product failure is identified. No biased result has been reported a physician. The patient was not harmed harm.

Event description:
A customer contacted ortho care on 13 october 2022 after observing what they described as a discrepant negative d(rh1) antigen typing reaction using mts a/b/d monoclonal and reverse grouping card lot 062122037-02 (expiry 22 march 2023) in combination with their ortho vision ID-mts gel cards analyzer 50002276 (equipped with software version 5.12.4) for one sample from a patient. Complainant/complaint reporter name: (B)(6). Event date: (B)(6) 2022. Patient information: patient is a woman, 42 years old. Patient sample ids: first sample ID (B)(4) (sample 1), second sample ID (B)(4) (sample 2) and third sample (B)(4) (sample 3). Patient was treated as d(rh1) negative in another facility and had received prophylactic anti-d during patient's pregancy (no further details were provided). No transfusion recorded for this patient before (B)(6) 2022. The customer said that on (B)(6) 2022 they had tested 3 different samples from one patient in d(rh1) antigen typing using mts a/b/d monoclonal and reverse grouping card in combination with their ortho vision ID-mts gel cards analyzer and that they had obtained the following: -on (B)(6) 2022, sample 1 and result for d(rh1) antigen was negative with the mts anti-d(rh1) reagent. -on (B)(6) 2022; sample 2 an result for d(rh1) antigen was mf (mixed field) with the mts anti-d(rh1) reagent, -on (B)(6) 2022; sample 3 an result for d(rh1) antigen was mf (mixed field) with the mts anti-d(rh1) reagent, -on (B)(6) 2022; sample 1 an result for d(rh1) antigen was mf (mixed field) with the mts anti-d(rh1) reagent. The customer said that they also performed d(rh1) antigen typing for samples 1 and 2 using an alternative technique from a competitor¿s product in tube method and that they obtained negative results in direct typing and positive reactions (1+) in indirect antiglobulin test (iat), no further was provided. The customer said that one patient sample was sent to canadian blood services for further investigation for genotyping for d(rh1). The results provided on (B)(6) 2022 stated that none of the variant d types tested were reacting with the sample. The conclusion is that the patient may be from another d variant type and should be considered as d(rh1) negative. The customer confirmed that no biased result was reported to the physician. The customer confirmed that the patient was not harmed because of these event.